Event description:
Customer stating they continually tested sars positive over a 1 month timeframe (exact number of positive results unknown) but negative by pcr. 2 reports will be filed for unknown number of positive results. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: website.